Event description:
Description of event according to initial reporter: the patient was experiencing intermittent abdominal pain when eating. This is what preceded and initiated the filter retrieval. The fracture likely occurred due to metal fatigue from abnormal stresses on that primary filter leg. These abnormal stresses were presumably related to the penetration of the primary filter leg which altered the stresses placed on the junction of the primary filter leg at the filter neck, which then was prone to fracture with manipulation during retrieval. The filter and the filter leg was retrieved with 20 fr sheath, 16th fr sheath, and lymol forceps. Primary strut came off and was retrieved. This filter was implanted in 2008. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Rpn unknown but referred to as a cook celect filter. Lead tech blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: approx. 13 years after filter placement the patient experienced pain when eating. The filter fractured during retrieval with forceps, but filter as well as fractured filter leg were removed without reported harm to the patient (B)(4). The fracture likely occurred due to metal fatigue from abnormal stresses on that primary filter leg. These abnormal stresses were presumably related to the penetration of the primary filter leg which altered the stresses placed on the junction of the primary filter leg at the filter neck, which then was prone to fracture with manipulation during retrieval (B)(4). The filter was not returned, but multiple fluoroscopic and venographic images from the filter retrieval were submitted for review. Per the complaint report, the ivc filter had a dwell time of approximately 13 years at time of retrieval. The patient describes intermittent abdominal pain, which is uncertain if this pain is related to the ivc filter and the complaint report does not state if the pain improved after the filter was retrieved. The initial images demonstrate significant penetration involving at least one of the laterally directed primary filter legs of a suprarenal celect ivc filter. Although difficult to appreciate the degree of anterior posterior tilt present, there is likely a significant tilt present given the discrepancy in the primary filter feet locations on this projection. The ivc filter was successfully retrieved using advanced techniques and an endobronchial forceps, although the amount of force required to retrieve the filter was not discussed in the complaint report. When using an endobronchial forceps, it is common to use significant force to free the filter from the ivc wall and to retrieve it. During the retrieval, a fracture involving one of the primary filter legs did occur and the primary filter leg was not initially retrieved with the filter. Fortunately, the primary filter leg did not embolize indicating it was likely still penetrating through the wall of the ivc preventing its migration. The filter leg was successfully retrieved at the conclusion of the procedure. The fracture appeared to develop at the junction of the primary filter leg and the neck of the ivc filter suggesting that it likely occurred due to metal fatigue from abnormal stresses on that primary filter leg. These abnormal stresses were presumably related to the penetration of the primary filter leg which altered the stresses placed on the junction of the primary filter leg at the filter neck, which then was prone to fracture with manipulation during retrieval. Without the placement images, it is difficult to determine if the filter configuration has changed with time, potentially as a byproduct of the developing penetrations, or if the filter configuration contributed to the development of penetrations. This question cannot be answered with any certainty. In conclusion, the fracture filter fragment did not embolize centrally and was successfully retrieved without any harm to the patient. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events.